Manufacturer narrative:
(B)(4). G2: foreign: japan. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2023 - 01483, 0001825034 - 2023 - 01484, 0001825034 - 2023 - 01486. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that while investigating circulated stock, it was found that the sterile packaging was damaged. There was no patient involvement. It was reported that no further information is available.

Event description:
No further information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {updated/corrected visual evaluation of the returned product identified damage to the sterile packaging (blister). Sterility has not been compromised. The reported event has been confirmed by evaluation of the returned product. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The reported event did not occur in an operating room or as part of a medical procedure; medical records are not available for review. The condition of the device when it left zimmer biomet is considered conforming to specification. The root cause of the reported event can be attributed to transit damage and a packaging design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.